Manufacturer narrative:
The customer's reported complaint that "the autopulse platform (sn (B)(6) displayed some error messages that were likely user advisory (ua) 02 (compression tracking error), (ua) 07 (discrepancy between load 1 and load 2 too large), or (ua) 45 (not at "home" position after power-on/restart)" was confirmed during the review of the archive data but not during functional testing. The reported complaint was not reproduced at zoll service depot, and the autopulse platform functioned as intended. Visual inspection revealed several issues unrelated to the reported complaint. The bottom and front enclosures had multiple cracks in the screw well area, and the top cover had a hole at the bottom end, near the power button. The observed physical damage appeared to be characteristic of harsh impacts, attributed to user mishandling. The bottom, front, and top covers were replaced to address the observed physical damages. The customer reported that multiple error messages occurred with 4 different patients throughout the last year, but the customer could not recall the exact event dates for any of the 4 patients. Because the event dates are unknown, the archive data was analyzed starting with the zoll awareness date of 4/12/23 and going back one year. The earliest recorded date from the archive data was 8/14/22. Based on the available archive data, multiple advisory messages such as ua (02), ua (07), and ua (45) occurred on multiple dates from 8/14/22 through 4/12/23, confirming the reported complaint. From the archive data, on 10 october 2022 the autopulse platform performed several compressions. The user paused the autopulse, possibly to check the patient's pulse. Following the pause, the platform delivered a few more compressions, then stopped and displayed ua (07). The load sensing system detected a weight/load imbalance between the two load cells. Load cell characterization test results confirmed both load cell modules functioned within the specification. The probable root cause for the ua (07) advisory message that occurred during the event could have been related to the patient having shifted during compressions. Further review of the archive data showed that on 6 november 2022, the autopulse platform performed several compressions. The user paused the autopulse, possibly to check the patient's pulse. Following the pause, the device was powered off. Two minutes later, the autopulse platform was powered on again and displayed ua (45). If the autopulse is powered off during active operation (instead of normal exit stop and then power off sequence) after being powered on for the next session the platform will display ua (45) to notify the user that the encoder driveshaft is not at the "home" position (out of range). The archive data also showed multiple ua (02) occurring mostly during take-up. The take-up target and the max load sum data indicated the size of the patient/object on the platform was too small and light in weight, or the lifeband was opened during the take-up. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (02) is an indication that autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse maintenance guide and autopulse user advisory list, user advisory (07) occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory (07) is an indication that the patient is out of position, or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. The autopulse platform passed the initial functional testing at zoll without any faults, user advisories, or errors. The drive train motor brake gap was inspected and verified to be within the specification of 0.008" ±0. 001". The platform was tested with the large resuscitation test fixture (lrtf) with known-good test batteries until discharged without any fault or error. The reported error codes (advisory messages), which were observed in the archive, were not reproduced. The autopulse platform functioned as intended. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria.

Event description:
Patient #4: the customer contacted zoll tech support and reported that about one year ago, the autopulse platform (sn (B)(6)) was used in an attempt to resuscitate a 73-year-old, approximately 270-300-pound male patient in cardiac arrest. After performing a few compressions, the user paused the autopulse to check the patient's pulse. The customer recalls that the platform displayed the prompt: "realign patient." Per the crew, the platform displayed some error messages that were likely user advisory (ua) 02 (compression tracking error), (ua) 07 (discrepancy between load 1 and load 2 too large), or (ua) 45 (not at "home" position after power-on/restart). The reported issue led to abandoning the platform during the call. Manual CPR was performed until return of spontaneous circulation (rosc) was achieved. The cardiac arrest was witnessed by bystanders at hardware store and staff. The first CPR was bystander CPR along with defib via AED. The customer stated that they couldn't replicate the issue after the call and thought user error could have caused the problem. No impact or consequence to the patient. Please see the following related MFR report: MFR #3010617000-2023-00407 for the patient #1. MFR #3010617000-2023-00468 for the patient #2. MFR #3010617000-2023-00467 for the patient #3.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.